Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 275cc saline implants, catalog # 3502275, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: it was reported that a 49 year old african american female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 275cc saline implants, catalog # 3502275, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 3 cm x 1.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.